Manufacturer narrative:
Please disregard the previously submitted medwatch. During laboratory analysis, the product surveillance technician (pst) identified that the damage to the housing was only cosmetic and had no functional impact.

Manufacturer narrative:
Per the manufacturer's post sales facilitator, it was unable to be determined if the damage was caused by shipment since a non-standard packaging material was used to return the item.

Event description:
It was reported that during routine testing of the device at the service center, the electronic patient gas system (epgs) was found to be damaged. There was no patient involvement.